Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted,  and a follow-up report will be submitted after all investigation activities are complete. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which contained the following information: customer experienced dermatitis rash for several months while wearing adc freestyle libre sensors. Customer further reported that he has "purchased countless different patches, underlay bandages, anti itch creams, skin tac and removal products, gloves, etc". Customer additionally reported that "even after removing the sticky substance that come on the sensor, he still seem to get the rash". No contact with the healthcare provider was reported. There was no report of any third-party medical intervention. No further details were provided.